Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report, (B)(4) 2015. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explantation is planned, however; has yet to take place, as of the date of this report, (B)(6) 2015.